Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 320 mg/dl with extreme drowsiness, nausea, and a moderate level of ketones associated with a loss of prime issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was reported that the cartridge cap was secure to the pump and determined that the patient was using the cartridges per the instructions for use. It was reported that the pump had emitted multiple loss of prime warnings despite changing the cartridge. This complaint is being reported because the patient allegedly experienced hyperglycemia due to multiple loss of prime instances.

Manufacturer narrative:
Device evaluation: the device has not been returned to animas. A retain sample from the same lot number was tested and evaluated by product analysis on 01/06/2015 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test and fill test were performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. A lot review was performed and no failures were observed during incoming inspection. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.